Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the stent was returned deployed, deformed and broken. The stent delivery wire (sdw) was returned advanced through the catheter and kinked. The introducer sheath was not returned. Functional testing for the reported stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be performed as the stent was returned deployed. It was reported that the stent was separated from the tip of the microcatheter on the table. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The device was returned for analysis with a microcatheter complaint. The stent was returned in the condition of deformed and broken. The sdw was returned and found to be kinked and the introducer sheath was not returned for device analysis. Its likely when the reported resistance was felt advancing the stent through the microcatheter, manipulation of the device would have caused the damaged noted to the device. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The as analyzed (aa) codes sdw kinked/bent, stent deformed and stent broken/fractured during use as well as the as reported (ar) codes stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that the stent was broken/fractured during use. There were no clinical consequences reported to the patient due to this event.